Event description:
The customer's parent called and reported that the buttons on the insulin pump were not consistently working. Customer's blood glucose was 208 mg/dl. It was stated there were no significant events leading to the keypad issues. A crack on the display screen was also reported. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No battery out limit alarm was noted. The operating currents were within specification. The insulin pump passed the self test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.